Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/right side of tube") and genital haemorrhage ("severe blood clotting") in a 43-year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric condition: anxious/anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), headache ("headaches"), depression ("depressed"), migraine ("migraines"), irritable bowel syndrome ("ibs- c"), abdominal discomfort ("uncomfortable feeling in abdomen"), abdominal pain lower ("abdominal cramp /lower abdominal pain") with abdominal distension and ovulation disorder ("irregular ovulation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, depression, migraine, abdominal discomfort and ovulation disorder outcome was unknown, the abdominal pain, headache and abdominal pain lower had resolved and the anxiety and irritable bowel syndrome was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anxiety, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, migraine, ovulation disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2006: total bilateral occlusion/essure was in place and tubes were closed. Most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet received: reporter information added, patient demographic details added, product start and stop date updated, product lot number added, event was clubbed: abdominal cramping/abdominal pain, event was added: migraines, irritable bowel syndrome, uncomfortable feeling in abdomen, lower abdominal pain, irregular ovulation. Outcome of event abdominal pain, headache, anxiety, gi symptoms were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/right side of tube') and device dislocation ('the left device was seen protruding or slightly distorting') in a 43-year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, menorrhagia, dysmenorrhea, abdominal pain, adenomyosis uteri and uterine fibroid. Previously administered products included for an unreported indication: micronor. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced anxiety ("anxious/anxiety"), 5 months 14 days after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe blood clotting"), pelvic pain ("pain"), abdominal pain lower ("abdominal cramp /lower abdominal pain") with abdominal distension, abdominal pain ("abdominal pain"), abdominal discomfort ("uncomfortable feeling in abdomen"), headache ("headaches"), ovulation disorder ("irregular ovulation"), irritable bowel syndrome ("ibs- c"), migraine ("migraines"), fatigue ("fatigue") and depression ("depressed"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal discomfort, ovulation disorder, migraine, fatigue and depression outcome was unknown, the abdominal pain lower, abdominal pain and headache had resolved and the irritable bowel syndrome and anxiety was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, migraine, ovulation disorder and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date as (B)(6) 2016. Patient date of birth as per mr is (B)(6) 1972. Trailing coils: left tube: 02; right tube: 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2006: total bilateral occlusion/essure was in place and tubes were closed. Lot number: 509793, manufacturing date: 2006/02, expiration date: 2008/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/right side of tube') and embedded device ('the left device was seen protruding or slightly distorting') in a 43-year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, menorrhagia, dysmenorrhea, abdominal pain, adenomyosis uteri and uterine fibroid. Previously administered products included for an unreported indication: micronor. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric condition:anxious/anxiety"), 5 months 14 days after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe blood clotting"), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), headache ("headaches"), depression ("depressed"), migraine ("migraines"), irritable bowel syndrome ("ibs- c"), abdominal discomfort ("uncomfortable feeling in abdomen"), abdominal pain lower ("abdominal cramp /lower abdominal pain") with abdominal distension, ovulation disorder ("irregular ovulation") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, depression, migraine, abdominal discomfort, ovulation disorder and embedded device outcome was unknown, the abdominal pain, headache and abdominal pain lower had resolved and the anxiety and irritable bowel syndrome was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anxiety, depression, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, migraine, ovulation disorder and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date as 22jun2016.patient date of birth as per mr is (B)(6) 1972. Trailing coils: left tube: 02; right tube: 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2006: total bilateral occlusion/essure was in place and tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received:event: the left device was seen protruding or slightly distorting were added. Reporter, medical history, essure insertion date updated and rcc added. Seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/right side of tube') and device dislocation ('the left device was seen protruding or slightly distorting') in a 43-year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, menorrhagia, dysmenorrhea, abdominal pain, adenomyosis uteri and uterine fibroid. Previously administered products included for an unreported indication: micronor. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced anxiety ("anxious/anxiety"), 5 months 14 days after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe blood clotting"), pelvic pain ("pain"), abdominal pain lower ("abdominal cramp /lower abdominal pain") with abdominal distension, abdominal pain ("abdominal pain"), abdominal discomfort ("uncomfortable feeling in abdomen"), headache ("headaches"), ovulation disorder ("irregular ovulation"), irritable bowel syndrome ("ibs- c"), migraine ("migraines"), fatigue ("fatigue") and depression ("depressed"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal discomfort, ovulation disorder, migraine, fatigue and depression outcome was unknown, the abdominal pain lower, abdominal pain and headache had resolved and the irritable bowel syndrome and anxiety was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, migraine, ovulation disorder and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date as (B)(6) 2016. Patient date of birth as per mr is (B)(6) 1972. Trailing coils: left tube: 02; right tube: 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2006: total bilateral occlusion/essure was in place and tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, device codes were updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/right side of tube") and genital haemorrhage ("severe blood clotting") in a 43-year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric condition: anxious/anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), headache ("headaches"), depression ("depressed"), migraine ("migraines"), irritable bowel syndrome ("ibs- c"), abdominal discomfort ("uncomfortable feeling in abdomen"), abdominal pain lower ("abdominal cramp /lower abdominal pain") with abdominal distension and ovulation disorder ("irregular ovulation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, depression, migraine, abdominal discomfort and ovulation disorder outcome was unknown, the abdominal pain, headache and abdominal pain lower had resolved and the anxiety and irritable bowel syndrome was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, anxiety, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, migraine, ovulation disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy: on (B)(6) 2006: total bilateral occlusion/essure was in place and tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") and genital haemorrhage ("severe blood clotting") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain,"), fatigue ("fatigue"), abdominal pain ("abdominal cramping"), headache ("headaches"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of the essure devices). Essure (ess205) was removed in may 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, fatigue, abdominal pain, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). Diagnostic results: on unspecified date plaintiff had hysterosalpingogram test. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.